Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention on that day around 9:00 pm. Patient stated she was shaking and sweating. She tested her blood glucose on the prodigy meter and the result was 500 mg/dl but she did not feel the reading was right. She tested again, using her boyfriend's meter, and received a 21 mg/dl. Patient's boyfriend called 911 and they arrived at 9:11 pm. Paramedics administered an IV with sugar water mix (d50) to raise her glucose level and transported her to the hospital. The patient called while still in the hospital receiving treatment. Pdc attempted to contact the patient the following day, on (B)(6) 2011, for more information and she stated she was still in the hospital and to call at a later date. Prodigy sent replacements along with a prepaid envelope for return of suspect product(s).

Manufacturer narrative:
Patient did not return suspect device(s), thus evaluation could not be performed.